Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the cleaning of the revision system the technician notice a instrument that was broken. We found out that the tip of the instrument was missing. We search and found it in one of the trials.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> the device associated with this reported event was not returned. A provided photograph confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.